Event description:
It was reported that the touch pen calibration is off, and there is difficulty selecting tasks in the lower right quadrant of the programmer screen. Recalibration was attempted several times, and a new stylus was tried, without success. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment and as a result it was found that the display was out of specification, electrically.